Manufacturer narrative:
A promus premier ous mr 24 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 24 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent struts were lifted up. The device was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the lesion was 90% stenosed, mildly tortuous and moderately calcified. The lesion was pre-dilated with a non-boston scientific balloon catheter.

Event description:
It was reported that stent damage occcured. The target lesion was located in a coronary artery. A 24 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent struts were lifted up. The device was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.